Event description:
Customer reported that the insulin pump was not working correctly. Customer stated that the insulin pump was not calculating her basal rates correctly. Customer stated that her doctor reset the settings, but the insulin pump still not delivering the correct amount of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.